Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right ventricular lead, fluctuating r waves and unstable impedances were exhibited. The physician attempted to reposition the lead several times however this was unsuccessful and replacement was made with a passive fixation model type. The lead is not expected to be returned for analysis and the procedure was completed in absence of adverse patient effects.